Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning, when he woke up his blood glucose level was 330 mg/dl, which kept getting higher. He went to a banquet and two hours after eating, he vomited his dinner. On the same day, he could not get home and did bolus 10 units 4 times. However, it did not come down. The patient's blood glucose level at the time of incident was 600 mg/dl. He went to the hospital with blood glucose level over 800 mg/dl. As corrective treatment, the patient received insulin drip and sliding scale insulin therapy of humalog and lantus 40 u. Thereafter, his blood glucose level was stable, and he was still wearing the infusion set at the time of reporting. He pulled out his infusion set and the cannula was bent at 90-degree angle. He stayed in the hospital for more than one day and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.